Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue could not be duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the reported problem not being able to be identified due to the lack of specificity. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The following alarms were noted in the alarm log: system error 2117, check patient line alarm, low drain volume alarm, and a slow flow supply alarm. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The digital board was found to be malfunctioning and was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecific fault occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.